Event description:
This report is being filed upon notification from our x-ray MFR in a foreign country, to submit this event. Problem: this x-ray system was used for positioning a stent. During this procedure, the visub / viewing subsystem suddenly rebooted without request. The pt was not injured.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. (Eval results) - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. (Conclusions) - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA